Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare ('fph') representative that the peak inspiratory (pip) knob of an rd900aeu neopuff infant resuscitator was more freely moving than normal. It was further reported that the inspiratory pressure could not be adjusted by more than 12cm h2o. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rd900aeu infant neopuff resuscitator is currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up report with our findings upon receipt of the complaint device and completion of the investigation.